Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No display ramping on its own anomaly noted. Device had cracked case at battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling during a bolus attempt. Blood glucose value was 253 mg/dl. The customer removed and reinserted the battery and it alarmed button error. She cleared the alarm and tried to bolus again but the scrolling issue would happen again. The insulin pump might have been exposed to sweat. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.